Manufacturer narrative:
The customer¿s report of finding a bag empty prematurely during an infusion was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the log shows the pump module was programmed to infuse for an approximate duration of 7.6 hours on 02/jun/2018. The pump module alarmed for air in line on 03/jun/2018, after an approximate duration of 3.5 hours with a recorded volume delivery at 414.929ml from the programmed 950ml. It could not be ascertained from the recorded log entries if a new bag was hung. The inspection and testing performed on the device found no existing malfunctions and the system to be infusing within specifications. A root cause for the customer¿s report was not identified.

Event description:
The customer reported an infusion began on 6/2/18 at 2330 to run at 125ml/hr with a vtbi 950ml. The pump alarmed and displayed air in line on 6/3/18 at 0245 with the bag empty. The pump vtbi was noted to read 573 remaining to be infused and the pump was still programmed at 125ml/hr. There was no patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion began on (B)(6) 2018 at 2330 to run at 125ml/hr with a vtbi 950ml. The pump alarmed and displayed air in line on (B)(6) 2018 at 0245 with the bag empty. The pump vtbi was noted to read 573 remaining to be infused and the pump was still programmed at 125ml/hr. There was no report of patient harm.